Event description:
It was reported that during a lap cholecystectomy procedure, the device misfired. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Jaw/cam. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. The device was cycled, fed and properly formed the remaining nine clips. However, the device was noted to have sticking issues. The device locked out as intended but the orange indicator did not show up completely. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.